Event description:
Edwards received an inquiry for an echo review from the implanting surgeon regarding a patient with an implanted 3300tfx-21mm valve. Report indicates patient had bypass surgery approximately 5 years ago. Then, on (B)(6) 2011 had an avr and received a 3300tfx-23mm at first, however it was determined intra-operatively by the surgeon that a 23mm was too big and would not properly be seated. Therefore, the surgeon elected to implant a 3300tfx-21mm. Eleven (11) months later, on (B)(6) 2012, the patient presented to the ER with chf (congestive heart failure). The ef is 60% and the aortic valve gradient was 56 mmhg. The healthcare provider requested an echo review to aid in determining the etiology for the high gradient detected. Upon review of the operative report dated (B)(6) 2012, patient was preoperatively diagnosed with acute renal failure, and underwent a pericardial patch repair of the aorta and the right ventricle during the same procedure. Also noted, "the patient had been sized to 23 valve. The 23 sizer went completely to the end without difficulty. The patient had 14 pledgeted sutures placed around the annulus brought through the sewing ring of the valve. The valve was a very difficult to seat, half of the sutures were tied and then appeared that it was going to be impossible to place the valve without occluding the left main orifice. Therefore, the 7 sutures were not used were left in place. The valve was removed. The patient then had 7 new sutures with smaller pledgets placed and a 21 mm valve [subject valve] was brought to the field. Free ties were used for the 7 sutures that were already placed and the other 7 sutures were placed with valve. Valve at this time was tied in place without difficulty."

Manufacturer narrative:
The subject device remains implanted. The device history record review was completed and confirms this device passed all manufacturing and sterilization inspections. Two echo cds were received. The first one received was for a tee/tte performed on (B)(6) 2012 approximately eleven (11) months post implant. The second echo (tte) performed on (B)(6) 2011 approximately one (1) month post implant was later provided. Analysis and impressions of the provided imaging by an edwards' consultant indicate the following: (B)(6) tee and tte (recent echo, 11 months post-op): the file contains a total of 28 images, including 21 from transesophageal echocardiography (tee) and 7 from transthoracic echocardiography. Imaging is relatively cursory, with incomplete interrogation of cardiac anatomy and function: a bioprosthesis is noted in the aortic position. The valve is well seated. The valve leaflets are reasonably visualized, and appear thin and pliable with normal mobility. Geometric valve area (from planimetry) is 1.4 cm2. There is trace aortic regurgitation of central origin. Continuous-wave doppler interrogation from transthoracic imaging (after tee imaging) reveals aortic mean and peak gradients of 31 mm hg and 56 mm hg, respectively. The mitral and tricuspid valves are normal in appearance, with mild mitral regurgitation and no evident tricuspid regurgitation. The lv appears mildly dilated, hypertrophied, and mildly hypokinetic on tee imaging; but normal in size, hypertrophied, and with normal systolic function on limited tte imaging. Although interrogation is cursory, overall assessment is that lv systolic function probably is normal. The ascending aorta is not visualized. There is no pulsed-wave doppler assessment of flow proximal to the aortic bioprosthesis (left ventricular outflow tract). Impression: the aortic bioprosthesis is a relatively small size, but the leaflets open normally (with an estimated valve area of 1.4 cm2 on planimetry). As such, structural valve deterioration can be effectively discounted as an etiology of high transvalvular gradients. The ascending aorta is not visualized, and pressure recovery (anticipated in the setting of a normally functioning aortic valve prosthesis and a normal caliber ascending aorta [diameter < 3.0 cm]) cannot be evaluated. Importantly, the relatively small valve size raises the possibility of prosthesis-patient mismatch, which cannot be defined without knowledge of patient body size (height and weight, or body surface area). A diagnosis of prosthesis-patient mismatch would be supported by high gradients also noted on earlier post-operative echocardiograms. The presence of lv hypertrophy (evident on both tte and tee imaging) and a presumed past history of aortic stenosis prior to aortic valve replacement also suggest the likelihood of lv diastolic dysfunction, potentially contributing to the reported presentation with heart failure. (B)(6) 2011 tte (approximately 1 month post-op): only the sewing cuff (but neither struts nor leaflets) of the aortic bioprosthesis is visualized. Continuous-wave doppler interrogation of the aortic valve is only from an apical five-chamber view: a bioprosthesis is noted in the aortic position. The valve is well seated. The leaflets are not visualized. Continuous-wave doppler interrogation reveals aortic mean and peak gradients of 18 mm hg and 34 mm hg, respectively. Pulsed-wave doppler interrogation of the lv outflow tract is acquired with the sample volume probably too far into the lv cavity; based on available data, the calculated aortic valve effective orifice area is 1.46 cm2 (dlvot 2.4 cm, vtilvot 18.8 cm, vtiav 58.3 cm). There is left atrial enlargement. The lv is normal in size; there is distal septal hypokinesis with otherwise normal lv wall motion and normal overall lv systolic function (ef approx 65%). The ascending aorta is not visualized. Impression: the tte of (B)(6) 2011 does not reveal additional anatomic detail of the aortic bioprosthesis. Based on available images, the valve effective orifice area appears to be normal. Although gradients were higher on the tte/tee of (B)(6) 2012, the rigorousness of interrogation argue that sampling error is at least as likely as is an actual change in gradients between the two studies. Structural valve deterioration was previously excluded. As such, the differential for mildly to moderately elevated gradients remains that of prosthesis-patient mismatch, pressure recovery, and/or a high-flow state. There has been no information to suggest a device quality deficiency during the manufacture of this device, which may have caused or contributed to this event.